Manufacturer narrative:
Product ID 37751,serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient just left the insr on the charge a little longer and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient charged their ins, they would get the charge sufficient screen, but said their ins ¿wouldn¿t fully charge.¿ they further clarified that their recharger would never show the charge complete screen. The patient said they would wait for 5 hours from when they noticed the charge sufficient screen but said that the charge complete screen wouldn¿t appear. They also said that occasionally the recharger screen would go ¿completely blank¿ during that time and said that they would need to press the green button for recharging screen to appear on the recharger again. There was confirmed to be no damage to the recharger or recharger antenna. It was reviewed with the patient to monitor recharging sessions and call back if the issue persisted.